Manufacturer narrative:
According to the practitioner the two implants didn't take and failed to integrate. The two implants have been placed in 21 and 22 position on (B)(6) 2016. Three months later after the implantation, the practitioner has found that the two implants failed to integrate.

Event description:
Two implants fails to osteointegrate.